Event description:
Related manufacturer reference number: 1627487-2021-00866. Related manufacturer reference number: 1627487-2021-00867. Related manufacturer reference number: 1627487-2021-00869. This event is being filed to report unspecified scs lead stimulation related issues. This event was captured within a literature review wherein there were 35 reported events of this kind.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.